Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2026, abbott point of care was contacted by a customer regarding I-stat act kaolin cartridges that yielded a discrepant results on a 51-year-old male patient with atrial fibrillation. There was no additional patient information available. Return product is not available for investigation. Method: date: tested result: sample: I-stat. (B)(6) 2026. 12:24. 225 secs. A. I-stat. (B)(6) 2026. 12:36. 266 secs. B. I-stat. (B)(6) 2026. 13:02. >1000 secs. C. I-stat. (B)(6) 2026. 13:08. 265 secs. C. I-stat. (B)(6) 2026. 13:42. 265 secs. D. I-stat. (B)(6) 2026. 13:56. >1000 secs. D. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. An investigation is underway. Per I-stat system manual (art: 714185-00q), the I-stat kaolin activated clotting time (kaolin act) test is an in vitro diagnostic test that uses fresh, whole blood. And is used to monitor high-dose heparin anticoagulation frequently associated with cardiovascular surgery.